Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported tha the patient identified the leak while during treatment. The patient's effluent was clear and no prophylactic antibiotics were used. The leak was coming out of the cassette door. The patient stopped treatment and noticed that there was a leak inside the cassette compartment. The patient discarded the sample. The patient finished the manuals.